Event description:
It was reported that the patient was concerned hearing aids affected his device. The patient went to get assessed the day prior to the report for hearing aids and started to experience "painful" stimulation that was "too strong." The patient eventually shut off stimulation in the evening and had not turned it back on. The patient had two systems: one for back pain and one for trigeminal neuralgia. The patient may have had high impedance on one electrode, but it was noted that this should not make a difference on interaction. Five days later, it was reported that the patient was doing "much better." The stimulation had been on and felt "good."

Manufacturer narrative:
Product ID 377745, lot # j0555400v, implanted: (B)(6) 2005, product type lead; product ID 377745, lot # n0045521, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).